Event description:
It was reported that a patient underwent a c-section on (B)(6) 2021 and suture was used. During the procedure, the anesthesia method used was combined spinal-epidural anesthesia and basic anesthesia. After delivery of placenta, iodophor gauze was used, and the suture was used for continuous suture of peritoneum and fascial layer. The abdominal incision was irrigated with normal saline, the subcutaneous fat layer was intermittently sutured with the suture for 3 stitches, and the skin layer was sutured intradermally with the absorbable suture. The wound was healed 44 days later. It was stated that the patient had poor wound healing. The wound was opened. The cleaning the wound every day, draining the exudate with gauze, keeping the dressing dry and clean, and preventing infection were given to the patient. The incisions were approximated after no wound secretion. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure. According to feedback from the sales, the patient was (B)(6), 158cm height. On what tissue was the vicryl plus suture used? Vcp936h was used for subcutaneous tissue and skin. Which suture caused the problem? Which layer? In this operation, 3 codes of vicryl plus were used. Vcp353h was used for sewing myometrium of uterus; vcp945h was used for sewing peritoneum, fascia, rectus abdominis; the customer thought that vcp945 and vcp936h caused poor wound healing. What was the alleged deficiency of the suture used on the skin? Defect of suture was not mentioned. Was an ethicon suture used on the subcutaneous fat layer that was intermittently sutured with the suture for 3 stitches? Please specify what suture. What was the alleged deficiency? The subcutaneous fat layer was sewed with ethicon vcp936h intermittently for 3 stitches; defect of suture was not mentioned. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The prenatal and intraoperative tissues of pregnant women were normal. How was the suture placed (interrupted or continuous)? Unk. How was the suture originally tied (multiple knots, square knot, etc.)? Two square knots. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No suture deficiency or anomaly was found. What symptoms did the patient experience following the index surgical procedure? Onset date? 7 to 12 days post-op, poor wound healing and wound secretion and oozing were found. Please describe any medical/surgical intervention required for this suture event including dates and results. Flushing the tissue and dressing change were given. Was there a wound dehiscence? No. Why was the wound re-opened? It was recommended by doctor to open the wound for drainage. Was re-suturing performed on the re-opened site? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No opinion. What is the patient's current status? The patient has not had a follow-up visit at present. It is estimated that he should have recovered. The wound at the last follow-up visit was basically healed, with only a little bleeding and some subcutaneous tissues visible with naked eyes. Related medwatch reports: 2210968-2022-00590.